Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose that reached 600 mg/dl and treated with manual injection. The customer also reported that they experienced low blood glucose of 45 mg/dl and treated with juice. The customer's blood glucose was 270 mg/dl at the time of call. The customer also reported that they had sensor issue. The insulin pump will not be returned for analysis.